Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t hs result for one patient sample. The initial result was 64 pg/ml and was reported outside the laboratory. Six hours later, a new sample was drawn and the result was 5.21 pg/ml. The sample was repeated and the result was still 5.02 pg/ml. This result was reported outside the laboratory. The doctor questioned the difference in the results and the first sample was repeated with a result of 5.91 pg/ml. The patient was not treated based on the result. There was no allegation of an adverse event. The reagent lot number was 24519400. The expiration date was requested but was not provided.